Event description:
During helicopter transport of a critical patient, a buddy lite cartridge was used for blood transfusion and it began to leak blood from the round filter. A pressure bag was being used on the blood bag. When the nurse observed this, the nurse turned off the blood and the cartridge was removed and blood was run without the filter. There was no harm. This is the second of three similar events with this device at this facility.